Manufacturer narrative:
Findings: unit was received with minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported difficulty reading the insulin pump lcd screen due to heavy scratches. The customer's blood glucose value was unk. The customer was advised to discontinue use of the device and return it for analysis and a replacement. No further info was provided.